Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited a pacing problem with high threshold and intermittent capture. The device was inactivated and was replaced. The device remains in the patient. No patient complications have been reported as a result of this event.